Event description:
Pt (patient) reports since last infusion pump keeps starting / stopping during infusion and infusion is taking too long. Pt. Has not missed any doses due to this pump malfunction. Pump serial # (B)(6). No adverse events reported. Replacement pump being sent. Pump available for investigation upon return.